Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was fractured at approximately 5.0 cm from the hub. The pusher assembly was kinked at approximately 11.0 cm from the hub. The embolization coil was detached from the pusher assembly and was undamaged. Conclusions: evaluation of the returned pod pc revealed kinks on the pusher assembly. If the device is forcefully retracted from the packaging hoop at extreme angles, damage such as a kink may occur. Further investigation revealed that the pusher assembly was fractured and the embolization was detached from the pusher assembly. Based on the reported complaint, these damages were likely incidental to the complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure using pod packing coils (pod pcs), the physician found that the pod pc pusher wire had become kinked upon removal from its packaging hoop. The damage to the pod pc was found prior to use and, therefore, it was not used in the procedure. The procedure was completed using additional pod pcs.